Event description:
It was reported that the patient received several shocks due to double counting t-waves on the ventricular channel. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received.